Event description:
It was reported by the company representative that the programmer would not interrogate the device. The clinician tried another programmer and was able to interrogate the device. The company representative was able to interrogate the device with same programmer. The radiofrequency head (rf) will be returned and replaced as a precautionary. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.